Event description:
On (B)(6) 2011 the hospital requested a service call with ge healthcare in regards to the unit not injecting during a procedure. A patient death was reported by the hospital. Ge healthcare immediately dispatched a service call with the OEM. The medrad field engineer (fe) arrived on site 08/04/2011 to evaluate the device and calibrate the injection system. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).